Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported that there was an air bubble in the top of his insulin cartridge. He was instructed to disconnect from the infusion device and he primed the air from the system. He stated that he allowed insulin to reach room temperature prior to use. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.